Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that a graftmaster stent was successfully implanted to treat a carotid fistula; however, the pt died. No additional event or pt info is available.